Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could not be determined. A device history review could not be completed as no batch number was provided. Conclusion: undetermined. No product code, lot information, or sample available.

Event description:
It was reported that an unspecified number of an unspecified bd phaseal connector experienced leakage between the connector and injector, and the connector not able to/difficult to connect to injector during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Per email: received call from customer service stating that they received a call from the user facility. Stated that they are having issues with a phaseal product. When the connector t-port is twisted they have to force the medication through. Per phone call: spoke to facility contact on the phone: she explained that when they connect the "t-port" to the phaseal connector it causes the injection to be very slow and difficult to inject chemotherapy medication and do flushes. The mechanism is stuck inside the connector. She said that the improper connection causes leaks but no exposure. No harm or adverse events but it has been ongoing for past few months, no specific dates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd phaseal connector experienced leakage between the connector and injector, and the connector not able to/difficult to connect to injector during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: received call from customer service stating that they received a call from the user facility. Stated that they are having issues with a phaseal product. When the connector t-port is twisted they have to force the medication through. Per phone call: spoke to facility contact on the phone: she explained that when they connect the "t-port" to the phaseal connector it causes the injection to be very slow and difficult to inject chemotherapy medication and do flushes. The mechanism is stuck inside the connector. She said that the improper connection causes leaks but no exposure. No harm or adverse events but it has been ongoing for past few months, no specific dates.